Manufacturer narrative:
(B)(4).

Event description:
Screen goes black during use on a patient. The pump does continue pumping without the screen on. Additional information states the iab pump console was swapped to continue therapy. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The reported complaint of "screen goes black" is not able to be confirmed. No part was returned to teleflex chelmsford for investig ation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Screen goes black during use on a patient. The pump does continue pumping without the screen on" additional information states the iab pump console was swapped to continue therapy. The patient's current condition is unknown.